Event description:
It was reported that during a set up for navio assisted surgery, the navio handpiece thumberscrew was fractured during tightening it. The procedure was completed, without delay using a back up screw. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the navio handpiece thumberscrew, part number pfsr100026, intended for treatment was not returned for evaluation thus, a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found related events. Although the reported problem was not confirmed factors that may have contributed to the reported symptom may have been associated with user mishandling. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.